Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The auto mode was not active.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose of over 500 mg/dl. Customer treated and no high blood glucose troubleshooting was performed. Customer also reported bent cannula on infusion set. It was also mentioned that another infusion set came apart while trying to insert it in the insertion site. Customer did not mention if the auto mode feature was active and automatically adjusting insulin delivery at the time of high blood glucose event. The insulin pump is not expected to return for analysis.